Manufacturer narrative:
D10 concomitant product: vlocm0024, vlocm0024 v-loc* 90 3-0 clr 45cm p12x12 (lot#a4k2044vfy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open liver resection, the suture was applied for abdominal closure using a continuous suturing technique, and the thread broke less than five minutes into the procedure. Additionally, during the same procedure, another suture was used for continuous intradermal suturing, and both the needle and thread broke less than five minutes into the procedure. The sutures were replaced with new sutures, and the procedure was completed without further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one partial suture and one needle. The needle was returned attached to the suture. The suture was returned broken at the barbed section with the loop end missing. The suture length was measured with a metal yard stick, calibration, and was determined the length to be 17 1/4 inches. The original suture length according to the product description was 24 inches. The foil pouch was inspected and no signs of damage or abnormalities were identified. As the product was returned open and no sealed samples were returned, a tensile strength test could not be performed. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. It was reported that the thread broke. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.